Event description:
Pt states that they shocked themselves while re-attaching themselves to the crm after using the restroom. They recall pressing the charge button. They were admitted in 2003, and says that they had been attaching and detaching themselves numerous times since they have been admitted in order to go to the bathroom. They said they do not recall being told to call the nurse when they needed to be detached. Downloaded event info shows one 150j shock delivered in manual mode. Pt was not injured according to rn's reports, and a subsequent 12 lead ECG showed no injury according to the occurrrence report.